Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder was not powering on and they cannot retrieve the study. The customer states they had left the device plugged in for several hours, but it would not power on. Technical support had them try to plug the device directly into the wall, then perform a reset but the device was not responding. They then had the customer pull the rubber "boot" away from the power button and attempted to power on directly with the switch, and although they can hear/feel the switch clicking, the device was not powering on. The customer was advised that the device is out of warranty but they would like to return it to attempt to extract the data and they were also informed that it would not be returned to them after the extraction attempt. There was no patient involvement.